Event description:
It was reported that the patient experienced incontinence with this artificial urinary sphincter (aus). The device was removed and replaced. There were no additional patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The returned product consisted of an ams 800 pressure regulating balloon, occlusive cuff, and a control pump. The cuff component was visually inspected, microscopically examined, and tested for leaks. A cuff pinhole was identified in the shell consistent with wear at a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted and no leaks were identified in the pump. The pump was not functionally tested because a malfunction was confirmed in the cuff component. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted and no leaks were identified in the balloon. The balloon was not functionally tested because a malfunction was confirmed in the cuff component. Product analysis identified a malfunction with the cuff component. This damage would affect the functionality of the device and would therefore be the most probable cause for the reported urinary incontinence issues.

Event description:
It was reported that the patient experienced incontinence with this artificial urinary sphincter (aus). The device was removed and replaced. There were no additional patient complications.